Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.